Event description:
It was reported that, "patient called to report that he had a knee implanted in 1999, but the screw came out of it. He said that now his knee (thi is his left knee) is turning out to the right."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.